Event description:
Hill-rom received a report from the account stating the nurse call is not functioning. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the power control board had damaged pins. A search of the hill-rom maintenance record showed hill-rom performed preventative maintenance on this bed in 206-2008 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.